Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The procedure was emergent due to myocardial infarction. The 90% stenosed, 3.0mm in diameter, lesion being treated was located in the severely tortuous, severely calcified posterolateral artery (pla). The lesion was predilated with 2.5x15mm non bsc-balloon. The physician attempted to place the 2.75x16mm veriflex stent, but was unable to cross the lesion. Upon removal, the physician found a stent strut lifted up. The procedure was completed with another 2.75x16mm veriflex. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
(B)(4) - the complaint device was not returned for evaluation; therefore a failure analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)